Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: subject came in for their 6 month study visit. Uncorrected distance visual acuity (ucdva) right eye (od) 20/25, left eye (os) 20/20; best corrected distance visual acuity (bcdva) od 20/25, os 20/20. Subject reported the following complaints on the patient reported visual symptom questionnaire (prvsq) questionnaire: slightly bothered by poor low light vision- reading in dim light. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a clinical study that a zxt375 intraocular lens (iol) was implanted in a patient. The site noted an axis misalignment of 24 degrees (lens was placed at 129) and it was noted at 153 during this 1 week post-op visit on (B)(6) 2019. Follow-up confirmed the patient's visual issues were of blurred vision overall. Lens repositioning occurred the same day on (B)(6) 2019. The lens remained implanted. Vision improved, uncorrected visual acuity (ucva) 20/30, best corrected visual acuity (bcva) 20/25. No other information was provided.